Event description:
The MFR received info from a third party service center alleging a ventilator's power supply was defective. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's power supply will be replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources. Device has been repaired but not returned to the customer, pending customer approval of estimate.